Event description:
Reporter states she performed 3 back-to-back blood glucose tests, within 10 minutes, using 2 separate fingersticks, with results of 94, 127 and 130 mg/dl. Control solution test reading was 133 (92-139) mg/dl. Reporter was not experiencing any symptoms. Reporter also stated she will occasionally apply blood twice to one teststrip and completely saturate the pad.